Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the nurse was advised to cut the balloon port to allow the fluid to drain out of the balloon, then remove the device. It is reported that nurse did cut the balloon port and the fluid drained out, and they were able to remove the fms from the end user without difficulty. No untoward effects noted to end-user. Lastly, nurse was advised to contact convatec with any further issues. The alternate contact person is medical ICU nurse manager (B)(6), and an outbound call was placed to (B)(6). A request for an evaluation has been sent to the supplier. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on january 07, 2014. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Convatec representative spoke with bedside who reported that one (1) fms was inserted on (B)(6) 2013 based on the following criteria: fms inserted due to diarrhea; no contraindications. Instilled 45 cc water into balloon; diarrhea resolved. The nurse attempted to remove fms but balloon would not deflate, and reseated luer lock syringe three (3) times with no results.